Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the manifold valve sticking. Additional malfunctions were the heat exchanger was leaking, tie wraps were defective, and clamps were defective.